Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. All tests passed and found to be within manufactures specifications. Ventilator was returned to service and ready for patient use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced fio2 (fraction of inspired oxygen) inaccuracy. The customer confirmed that there was no patient involvement associated with the reported event.